Manufacturer narrative:
The insulin pump had operating currents within specification and passed the self test, displacement test and the basic occlusion test. No motor error alarms were noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to this anomaly. No unexpected low battery alarm or off no power without a low battery alert was noted. However, the insulin pump alarmed after a battery installation due to voltage leaking from the interface circuit board. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked belt clip slot, minor scratches on the display window and a stripped battery cap coin slot.

Event description:
A customer's parent reported via phone call indicating that the customer's insulin pump alarmed motor error. The patient's blood glucose level was over 600 mg/dl at the time of the call. The parent stated that they had two bars on the battery indicator, but the insulin pump shut off when he had arrived home soon after. The customer was hospitalized on (B)(6) 2015 at 6:30 am for diabetic ketoacidosis with a blood glucose level of over 600 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer's insulin pump was removed during their hospital stay. The parent was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.